Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 2 years and 6 months after dental implant was installed in intraoral region #30, its non- osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii. "

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
"Rp. 001879 - the dentist reported that 2 years and 6 months after dental implant was installed in intraoral region #30, its non- osseointegration was observed. 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii. "